Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new pair of 18cm x 12mm ipp cylinders with pump were implanted. Additional information received states the ipp was not pump well and the pump was slow to refill. The patient was doing well following the surgery.